Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 301 mg/dl with strong, fruit breath and polydypsia associated with an occlusion issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the occlusion sensitivity in the pump was set to low and slow speed. It was reported that the occlusion issue had occurred multiple times despite changing the supplies. Cts determined that the patient was using the cartridge and infusion sets per their instructions for use. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an occlusion issue.

Manufacturer narrative:
Follow-up #1: date of submission 08/11/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/21/2015 with the following findings: there were several occlusion alarms observed in the black box on (B)(6) 2015 between 05:59 and 06:04; the force at time of occlusions was high. Rewind, load cartridge, and prime steps were performed successfully with no alarms. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The force sensor calibration check was within specification. The pump was exercised for 24hrs with no occlusions occurring. Unrelated to the original complaint, the display screen had a pinkish contrast. Also unrelated, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.